Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited pocket erosion. The patient was treated with adhesives. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.